Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a healthcare professional from (B)(6) of attendant doing capd without proper training from baxter clinical coordinator and peritonitis coincident with dianeal pd2 therapy. On an unreported date, the patient began treatment with dianeal pd2 1.5% and dianeal pd2 2.5% intraperitoneally (ip) (dosages and frequencies not reported) for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. On an unreported date, an attendant performed capd without proper training from a baxter clinical coordinator. On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for the infection. On unreported dates, the patient was treated with an ip injection of vencogen 1gm, intravenous tazin 4.5gm twice daily and IV unizox 1 gm once daily. The root cause of the peritonitis was attendant doing capd without proper training from baxter clinical coordinator. It was not reported if the attendant received proper training subsequent to the peritonitis. At the time of this report, the peritonitis was resolving. The outcome for attendant doing capd without proper training from baxter clinical coordinator was unknown. The date of onset of this peritonitis episode is unknown.

Manufacturer narrative:
(B)(4). This complaint for a report of use error-breach in aseptic technique, which resulted in peritonitis was confirmed because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample was not requested as this event involved use error and there was no allegation of a product malfunction. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.